Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of perforation and death are listed in the graftmaster rx coronary stent graft system, instructions for use as known patient effects that may be associated with use of a coronary stent in native coronary arteries. It was reported that the graftmaster was deployed with a max pressure of 12 atmospheres (atm). It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use states; deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. It is unknown the IFU deviation contributed to the reported event. Medical affairs reviewed the reported information. The medical review concluded that the patient had a free perforation with extravasation in the lad and 2 graftmasters (gm) failed to seal the perforation. The patient died of cardiac tamponade secondary to the perforation. The gm was only secondarily involved in that it did not exclude the perforation; however, as reported, the patient¿s condition was already deteriorating prior to the gm intervention. The investigation was unable to determine a conclusive cause for the reported failure to seal. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported patient effects of perforation and death are listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), as known patient effects that may be associated with use of a coronary stent in native coronary arteries.there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional graftmaster device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the mid left anterior descending artery. The patients health was declining (toward death) prior to use of the rx graftmaster stents. A 2.8x16mm rx graftmaster covered stent was deployed first at 12 atmospheres (atm), but the perforation was exacerbated and did not seal. Patient developed cardiac tamponade. Then another 2.80x19mm rx graftmaster covered stent was deployed at 16 atm, but the perforation was exacerbated and did not seal. Cardiac tamponade was still present. The patient died of coronary perforation. An autopsy was not performed. No additional information was provided.